Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as vomiting. The customer treated with manual injection and pump. Customer's current blood glucose value was 300's mg/dl and the blood glucose was above 600 mg/dl at the time of incident. Customer was in hospital for diabetic ketoacidosis this week troubleshooting was performed. The customer was in emergency medical service dispatched and was hospitalized on (B)(6) 2018 around 6 am. The blood glucose value when admitted to hospital was over 700 mg/dl. The customer complained about hyperglycemia. Customer wearing the pump at time of hospitalization. Customer reports insulin exited at the qr. Customer had an air bubble in the reservoir approximate size of air bubbles is bigger than a pen top but smaller than a finger tip. Customer assisted to perform the high pressure test and self- test was performed on the pump. Self-test passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.